Manufacturer narrative:
Qc before and after the event was in range. A field service engineer (fse) was dispatched and cleaned the d-pot, mix bar assembly, and j nozzles by hand. The fse also cleaned the lines of the reference, mid standard and buffer with 5% bleach. Ise calibration and qc passed. Instrument is currently operating acceptably. Root cause is unknown for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining erroneous sodium (na), potassium (k), and chloride (cl) results that were generated by the au2700 clinical chemistry analyzer. The erroneous results were reported out of the laboratory. Twenty three (23) original and redraw results, provided by the customer, are shown in the attachment. There was no affect to patient treatment attributed to this event.